Event description:
Same case as MDR# 2134265-2012-02437, MDR# 2134265-2012-02438. (B)(4) clinical trial. It was reported post a percutaneous coronary intervention with stent implantation myocardial infarction (mi) occurred. The subject presented due to unstable angina and was referred for cardiac catheterization. The target lesion was located in the distal left anterior descending artery (lad) and was described as 32mm long, with a vessel diameter of 2.5 mm and 80% stenosis. The lesion was treated with direct stent placement using a 2.50x32mm taxus element stent with 0% residual stenosis the second target lesion was located in the bifurcated mid lad and was described as 28mm long, with a vessel diameter of 3mm and 60%stenosis. The lesion was treated with direct stent placement using a 3.00x28mm taxus element stent with 0% residual stenosis. The third target lesion was located in the distal left circumflex artery (lcx) and was described as 20mm long, with a vessel diameter of 2.5mm and 80% stenosis. The lesion was treated with direct stent placement using a 2.50x20mm taxus element stent with 0% residual stenosis. The following day prior to discharge, cardiac enzymes were elevated and mi was reported. ECG suggested non q-wave mi. No ischemic symptoms were reported and the event was considered resolved without residual effects. The patient was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the device was not returned for analysis therefore a technical review could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).